Event description:
It was reported that the implantable cardiac defibrillator (ICD) had early battery depletion. It was also reported that the left ventricular (lv) lead had high threshold and was dislodged. The ICD and the lv lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion.